Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed on the (B)(6) 2017, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue.